Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, stent damage occurred. The 3.5x12mm, 95% stenosed target lesion was located in the proximal right coronary artery (rca). The lesion was pre-dilated and the 2.5x12mm promus element plus stent was deployed. The stent was post-dilated resulting in 10% residual stenosis. Post procedure angiographic review of the procedure revealed stent deformation. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Upon further review, it was determined that no stent deformation occurred. The angle/view changed from stent deployment to last angio, thus cannot accurately judge the stent length/compare the two images.

Manufacturer narrative:
(B)(4).